Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The service center received medwatch report number: (B)(4) which provided the patient¿s age and gender.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar cases, it is known that a buckled needle will break if straightening force is applied to the buckled needle. The instruction manual warns users ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿

Event description:
Olympus was informed that during a diagnostic bronchoscopy with biopsy procedure, the needle broke off and fell into the patient. The device fragment was retrieved with a grasper and manually with the surgeon¿s hand. It was reported that prior to the breakage the surgeon had made several successful passes with needle. However, resistance was felt while obtaining the sample. The facility¿s scrub technician involved in the case explained that resistance is normal during specimen retrieval. The patient did not require surgical intervention due to the reported phenomenon but an x-ray was take and no retained foreign bodies were found. It is unknown if the intended procedure was completed. In addition, the user facility reported that the needle was inspected and tested prior to use with no anomalies found.